Event description:
The customer reported the image from the camera head was not displayed. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed the reported event. The image was lost due to failure of the image pickup system parts. In addition, the scope mount was wobbly due to loose parts and the cable had poor appearance due to physical stress. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty charge-coupled device. The specific root cause of the faulty charge-coupled device could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information on 07may2022: the event took place on (B)(6) 2022 during an endoscopic sinus surgery (ess) procedure. The procedure was completed with another device. The device was inspected prior to use.